Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent. The product was not returned for analysis and may have aided in the investigation. It is possible that handling during loading of the sds onto the guide wire contributed to the reported stent dislodgement. Although a conclusive cause cannot be determined for the reported stent dislodgement, there is no indication of a product quality deficiency. All stent delivery systems (sds) are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that while loading the stent delivery system onto the bmw guide wire outside of the body, the stent fell off of the balloon. Another similar device was used to complete the procedure. No patient effects were noted and no additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.